Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient had high impedances on the right lead resulting in auto reducing. Reprogramming was unable to resolve the issue. As such, surgical intervention took place during which it was noted that the right extension was fractured. The extension was explanted and replaced to address the issue. Patient¿s left extension was also replaced for an unknown reason. Reportedly, therapy was restored. Investigation was unable to determine which extension is the right one.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Additional information received indicated only the right extension was fractured. The left extension was electively replaced. Investigation was unable to determine which extension was the one that fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: dbs extension, model: 6371, UDI: (B)(4), serial: (B)(6), batch:5704367.